Event description:
It was reported that the patient 's ipg was inoperable. It is unknown if the ipg depleted prematurely or not. As a result, surgical intervention occurred on (B)(6) 2021 and the ipg was explanted and replaced. The patient has effective therapy post operatively.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.